Event description:
The post-op x-ray showed that the metal fragment was left in the lateral side of tibia. When the instruments used for the surgery were observed, a part of the device was found lost. The surgeon thought that the fragment would not move and decided to monitor the patient's condition.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned keel punch confirms that one of the tabs is fractured. The investigation could not draw any conclusions about the root cause of the fracture, however heavy usage over time and or user error/misuse could be contributing factors. On (B)(4) 2012 the hhe was revisited. See (B)(4) for all the pertinent details. (B)(4) was initiated to look into the potential redesign of the product as well. Based on the investigation findings, the need for additional corrective action is not indicated at this time.